Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the energy cart had the castor broken off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up (b5), to provide a correction to the initial (e4), and to provide an update to fields (h3 and h4). The device was evaluated by olympus, and it was confirmed that the caster has broken off. The device history record was not reviewed for this device and is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the reported event occurred due to the subject device was transported without appropriate packaging. However, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user thought that the broken off wheel, could have happened on the way back to demo center.